Event description:
Boston scientific received information that this patient had presented with a fault code 1003, voltage too low for projected remaining capacity. A save to disk was sent for analysis. The patient was sent home until analysis of the disk was completed. A review of the save to disk of this device noted that the device was malfunctioning and needed to be replaced. The device declared low_voltage fault and no other faults of resets were noted in the device memory. Engineering review also noted the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. Using historical daily battery voltage measurement data, engineering estimated daily device power fluctuations. To date, the current appears steady. This behavior, however, may change unpredictably. The data indicates with a very high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. No adverse patient effects were reported. The device was subsequently explanted and returned.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On (B)(4) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).